Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported receiving several e4 (occlusion) errors since 2009. He stated that on one event (date unk) his blood glucose elevated to 35 mmol/l (630 mg/dl) and he found his infusion site was clogged. He bolused through the infusion device to lower his blood glucose. Two months later, he received three e4 errors and he found the infusion site was clogged. His blood glucose was elevated to 25 mmol/l (450 mg/dl) and he bolused through the infusion device. He stated he changes the infusion site every 2-3 days. He was advised to change the infusion site every 2 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.